Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula was measured and found to be uneven. Based on the condition of the returned unit, it is likely that the cannula fracture was caused by the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: translation ame: during the operation, the trocar broke in two. Part of it remained in the patient, and was very difficult to recover. Information from the cro: "placement of two 10mm trocars in right hypochondrium and in the umbilicus. Placement of a 5mm trocar in the right subcostal area. Placement of a [brand name] retractor. The left pedicle is initially freed. Gastrolysis is performed with the help of the ultracision. The umbilical trocar fragments into 2 pieces. These are removed via the left hypochondrium trocar." Additional information received from the customer via email on 18feb2020: there were more than three trocars, five in all I'd say. So there was one in the left hypochondrium. I don't remember exactly which dm was in place in the trocar that broke, but it was either the ultracutter or a laparoscopic grasping forceps as it was before the stapling. Intervention: removal of separated piece. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description translation ame: during the operation, the trocar broke in two. Part of it remained in the patient, and was very difficult to recover. Information from the cro: "placement of two 10mm trocars in right hypochondrium and in the umbilicus. Placement of a 5mm trocar in the right subcostal area. Placement of a [brand name] retractor. The left pedicle is initially freed. Gastrolysis is performed with the help of the ultracision. The umbilical trocar fragments into 2 pieces. These are removed via the left hypochondrium trocar." Additional information received from the customer via email on 18feb2020: there were more than three trocars, five in all I'd say. So there was one in the left hypochondrium. I don't remember exactly which dm was in place in the trocar that broke, but it was either the ultracutter or a laparoscopic grasping forceps as it was before the stapling. Intervention: removal of separated piece. Patient status: no patient injury.